Manufacturer narrative:
The complaint was confirmed. The handpiece drew high current and started to heat up due to non-stryker modifications to the e-box. Based on a review of complaint trending, non-stryker modifications to the e-box can cause high current draw, heat, and intermittent or complete loss of power.

Event description:
It was reported that the dual trigger rotary was smoking during testing. When the battery was removed from the handpiece it was noted that the battery was melted as a result. The event did not occur during a procedure. There was no patient involvement and no adverse consequences associated with the devices.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the dual trigger rotary was smoking during testing. When the battery was removed from the handpiece it was noted that the battery was melted as a result. The event did not occur during a procedure. There was no patient involvement and no adverse consequences associated with the devices.